Event description:
It was reported that multiple cartridge did not fit onto the pump. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.